Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed a motor error. Troubleshooting was performed. The drive support cap was normal. The device passed the displacement test and manual prime. The motor error did not recur. The customer¿s blood glucose was 541 mg/dl at the time of call. They treated with 25 units of bolus. Additionally, the customer reported that they were hospitalized on (B)(6) 2017; and had went back on (B)(6) 2017, due to urinary tract infection and diabetic ketoacidosis. The customer was not wearing the insulin pump at the time of hospitalization. They were off the device for more than 48 hours. The insulin pump will not be returned for analysis.